Event description:
A customer reported that their pump triggered an altitude alarm 21, leading to a suspension of insulin delivery. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer technical support advised cleaning the speaker holes and reconnecting the cartridge, but the customer encountered a cartridge change error and was unable to resume insulin. No additional outcome information was received.